Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was reading inaccurate high as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date and time in (B)(6) 2011, patient reported blood glucose results of '49 mg/dl' with a lifescan meter and '22mg/dl' on another meter, performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results was within the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that he manages his diabetes with insulin (unknown type and dosage) and at an unknown date, took more food and drink in response to the reported issue. At an unspecified date and time, after the alleged product issue began, the patient claimed to have developed symptoms of 'weakness' and then 'passed out'. Immediately after, ems was called in and tested him with their meter (unknown device) and obtained a reading of '22mg/dl'. Shortly after, he was administered with IV fluids. At the time of troubleshooting, the cca determined that an approved sample site was used for testing. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.